Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen remained black. A field service engineer (fse) addressed the reported black screen issue by first identifying a missing green light on the communication sled and attempted replacement that did not resolve the issue. The fse then replaced all in one (aio) unit and continued troubleshooting an application launch failure. By isolating the drawers through removal of pyxis bus cables, the fse identified a faulty full height drawer 1 board and replaced the drawer controller board. The system was restored, and the customer successfully completed inventory counts on drawer 1 and the tower cabinet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was powered on, but the screen remained black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.